Event description:
It was reported that during a videolaparoscopy gastroplasty procedure, after the first firing, the jaws detached when the device was opened. Another device was used to complete the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Crimp. Evaluation summary: the analysis results found that the atw45 device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.